Event description:
Revision surgery - pt became unstable. Patella was painful. Upon revision, knee insert thickness was changed and patella was revised. After revision, knee was stable and well fixed.